Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 20232449. Product family: scs-paddle leads: upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 7035913.

Event description:
It was reported that the patient was not able to utilize the mental nerve lead. It was noted that the lead had migrated. The patient underwent a revision procedure wherein the lead was moved to cover the anterior scalp. The patient was doing well postoperatively.